Event description:
Literature was reviewed regarding a 9-year-old female patient who underwent tricuspid valve repair using a medtronic 26mm duran annu loplasty ring. An echocardiogram performed post implant, noted severe tricuspid regurgitation. It was reported that the 26mm annuloplasty ring was explanted and replaced with a non-medtronic 25-mm bioprosthetic valve. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: michael a. Rebolledo., et al. Right ventricular endomyocardial fibrosis with an unguarded tricuspid valve: surgical management of a 9-year-old girl with severe right heart failure. The journal of thoracic and cardiovascular surgery 170(2):e46-e51 2025. 1 0.1016/j.jtcvs.2025.01.025 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.